Manufacturer narrative:
Additional, changed, and/or corrected data: d.6, d.7.

Event description:
Patient reported a right side "didn't feel right, didn't look right, seemed smaller than initially implanted, swelling, maybe leaking and getting smaller." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "didn't feel right, didn't look right, seemed smaller than initially implanted, swelling, maybe leaking and getting smaller."

Event description:
Patient reported a right side "didn't feel right, didn't look right, seemed smaller than initially implanted, swelling, maybe leaking and getting smaller." Device has been explanted.